Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2016; 690r32 heart ring, 1103 pump, and 1125 graft implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high superior vena cava (svc) coil impedance. A day later, the svc coil of the rv lead was "programmed off for the high voltage pathway and alerts." No patient complications have been reported as a result of this event.